Event description:
Following successful implant of excluder devices, a small, proximal type 1 endoleak was noticed. An aortic extender was deployed to resolve the endoleak. The extender landed high and inadvertently covered the renal arteries. The physician attempted to pull down the device, however, the renal arteries were still partially covered. Thus, he decided to convert to an open repair of the abdominal aortic aneurysm. The pt was fine at the end of the procedure. No allegation of product deficiency was made.